Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No display anomaly was noted. The insulin pump was received with moisture damage to the electronic assembly, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a broken reservoir tube lip.

Event description:
The customer reported via phone call that he accidentally wore his insulin pump into a lake the day prior to the call. The customer stated that the insulin pump now had a button error alarm and the keypad was unresponsive. The customer also stated that the numbers on the display were scrolling and water was visible under the display. Customer reported that the device would not stop pushing out insulin during the rewind process. Customer also stated that unusual noises were coming from the inside of the insulin pump. Blood glucose level at the time of the incident was 269 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.